Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(6) hospital. Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, hemopro2 adaptor was not delivering power. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). UDI# incomplete due to unknown lot#. The device was returned to the factory for evaluation on 07/30/2024. An investigation was conducted on 08/01/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. Both connector ends were observed to be intact with no visual defects. An electrical evaluation was conducted. The adapter was connected to a reference power supply vh-3010 and reference extension cable with no visual or physical difficulties. A pre-cautery test was performed per the instruction for use with a reference hemopro 2 and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce an audible beep, steam, or heat during activation. An engineer evaluation was conducted by supplier engineering on 10/9/2024 with the following results: "the investigation indicated the cable was intermittent, and failure to deliver energy was confirmed. Likely case was number of cases the cable was used for over time, causing degradation of the connector contacts. Based on the returned condition of the device, investigation results, and engineer evaluation, the reported failure "failure to deliver energy" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product a lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.